Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens and black stain. Dimensional verification was performed, and the lens was found to be in specifications. Functional verification was performed and lens was found not to be within specifications. Device evaluation for (t529650) performed for investigational purposes. Dimensional verification was performed, and the lens was found to be in specifications. Functional verification was performed and lens was found not to be within specifications. H6 type of investigation- analysis of production records 3331:the subject lens was determined to be inadvertently swapped with another same size/model lens of different power from a separate lot during manufacturing. The swapped lens was still in the warehouse and had not yet been shipped to a customer. Refractive evaluation of both lenses confirm the swap. A lens work order search of the swapped lens lot found no additional similar complaint type events. Based on the results of the investigation, the probable cause of the swapped lens is likely due to a line clearance failure during final inspection rework. Corrective actions for a similar swapped lens occurrence have been identified and are being implemented under CAPA m19-08. H6-investigation code 4110: for (t529650)- no additional similar complaint type event(s) within associated lots were found. The subject lens work order, wo# (B)(4), did not have a re-work noted on form-0185(icl in-process rework/reject form). However an extra label/tray/lid were requested during final inspection, and the subject lens was noted to be reworked for the tyvek lid on form-0400 (label reprint log). It appears likely that during rework on s/n (B)(6) the subject lens was inadvertently swapped with s/n (B)(6). Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.50/+0.5/179 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was exchanged for a different model but same length lens and the problem was resolved. The cause of the event was unknown.